Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in an adult female patient who had essure (batch no. A20062) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included palindromic rheumatism in 2013, brain tumor in 2010 and pregnancy (2 children). Previously administered products included for an unreported indication: mirena from (B)(6) 2005 to (B)(6) 2008. Family history included cystic fibrosis (youngest children). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pains"), menorrhagia ("heavy menstrual bleeding"), hypersensitivity ("allergy symptoms") and genital haemorrhage ("heavy / abnormal bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, hypersensitivity and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: since insertion of essure, presented lower abdominal and pelvis pain and menorrhagia. Event with the events, essure appears to be correctly sited at the cornual region of the uterus with the proximal end ear the endometrial-myometrial junction and the distal end within the interstitial portion of the fallopian tubes. Et - 11.3mm. Normal appearance of both ovaries. The patient was subsequently diagnosed with discoid lupus. Essure was removed on (B)(6) 2019 via laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy. Normal uterus, fallopian tubes, ovaries. Removed uterus and both tubes vaginally. Insertion date also reported as (B)(6) 2013 and removal date also reported as (B)(6) 2018. Lot number:a20062, manufacturing date:2012/06, expiration date:2015/06 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") and uterine perforation ("both the right and the left essure implants are present and appear correctly placed crossing the myometrium at the cornua.") In an adult female patient who had essure inserted (lot no. A20062) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of palindromic rheumatism in 2013, brain tumor in 2010 and astrocytoma, epigastric pain, menorrhagia, stomach pain, polyarthritis, covid-19, depression, chest pain, fibromyalgia, twitching facial, nausea, lethargy, pleuritic pain, epilepsy, lupus erythematosus, musculoskeletal pain, vitamin d deficiency, joint pain, polyarthritis, polyarthralgia, astrocytoma, discoid lupus erythematosus, seizures, glioma, vomiting, epigastric pain, drug hypersensitivity and pregnancy (2 children). Previously administered products included: mirena, mepacrine, clobazam, tegretol, flucelvax, fultium, mycophenolate, lansoprazole, sertraline, codeine, dexamethasone and lansoprazole. The patient had a family history of cystic fibrosis (youngest children). Concomitant products included tinzaparin, cocodamol (codeine phosphate hemihydrate;paracetamol), ibuprofen, clobesan (clobetasol propionate), tegretol (carbamazepine), lamotrigine, mepacrine, uvistat [mexenone], dermovat [betamethasone valerate], hydroxychloroquine, carbamazepine, clobazam, keppra [levetiracetam] and pregabalin. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), abdominal pain lower ("lower abdominal pains"), heavy menstrual bleeding ("heavy menstrual bleeding"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy / abnormal bleeding"), device intolerance ("inability to tolerate the device"), mental disorder ("psychological issues"), swelling face ("face and eye swelling"), eye swelling ("face and eye swelling"), vision blurred ("blurred vision"), dry skin (" dry skin"), fatigue ("tiredness"), headache ("headaches"), facial paralysis ("face drop"), nausea ("nausea"), vomiting ("vomiting") and myalgia ("muscle pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, abdominal pain lower, heavy menstrual bleeding, hypersensitivity and genital haemorrhage were unknown. The reporter considered abdominal pain lower, device intolerance, dry skin, eye swelling, facial paralysis, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mental disorder, myalgia, nausea, pelvic pain, swelling face, uterine perforation, vision blurred and vomiting to be related to essure administration. The reporter commented: since insertion of essure, presented lower abdominal and pelvis pain and menorrhagia. Event with the events, essure appears to be correctly sited at the cornual region of the uterus with the proximal end ear the endometrial-myometrial junction and the distal end within the interstitial portion of the fallopian tubes. Et - 11.3mm. Normal appearance of both ovaries. The patient was subsequently diagnosed with discoid lupus. Essure was removed on (B)(6) 2019 via laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy. Normal uterus, fallopian tubes, ovaries. Removed uterus and both tubes vaginally. Insertion date also reported as (B)(6) 2013 and removal date also reported as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: tests today have confirmed bilateral tubal occlusion. Both the right and the left essure implants are present and appear correctly placed crossing the myometrium at the cornua. Normal anteverted uterus with a clear cavity and thin endometrium. Both ovaries appear normal containing small follicles, no cysts. No free fluid pelvic mass [imaging procedure] on (B)(6) 2013: bilateral tubal occlusion. [Ultrasound scan vagina] on (B)(6) 2018: the essure appears to be correctly sited at the cornual region of the uterus with the proximal end near the endometrial-myometrial junction and the distal end within the interstitial portion of the fallopian tubes. Et ¿ 11.3nun. Normal appearance of both ovaries. A trace of fluid noted in pod lot number: a20062, manufacturing date: 2012/06, expiration date: 2015/06. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: events - "psychological disorder nos, intolerance to essure micro-insert, eye swollen, face swelling, blurred vision, dry skin, facial droop, nausea, vomiting" were added, "tinzaparin" concomitant added. Reporters information patient medical history lab data added and rcc updated. On 09-dec-2023: concomitant drug coding updated for "uvistat". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in an adult female patient who had essure (batch no. A20062) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included palindromic rheumatism in 2013, brain tumor in 2010 and pregnancy (2 children). Previously administered products included for an unreported indication: mirena from (B)(6) 2005 to (B)(6) 2008. Family history included cystic fibrosis (youngest children). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pains"), menorrhagia ("heavy menstrual bleeding"), hypersensitivity ("allergy symptoms") and genital haemorrhage ("heavy / abnormal bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, hypersensitivity and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: since insertion of essure, presented lower abdominal and pelvis pain and menorrhagia. Event with the events, essure appears to be correctly sited at the cornual region of the uterus with the proximal end ear the endometrial-myometrial junction and the distal end within the interstitial portion of the fallopian tubes. Et - 11.3mm. Normal appearance of both ovaries. The patient was subsequently diagnosed with discoid lupus. Essure was removed on (B)(6) 2019 via laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy. Normal uterus, fallopian tubes, ovaries. Removed uterus and both tubes vaginally. Insertion date also reported as (B)(6) 2013 and removal date also reported as (B)(6) 2018. Lot number:a20062 manufacturing date:2012/06 expiration date:2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: events allergy symptoms and heavy / abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A20062) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included palindromic rheumatism in 2013, brain tumor in 2010 and pregnancy (2 children). Previously administered products included for an unreported indication: mirena from (B)(6) 2005 to (B)(6) 2008. Family history included cystic fibrosis (youngest children). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pains") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, menorrhagia and pelvic pain to be related to essure. The reporter commented: since insertion of essure, presented lower abdominal and pelvis pain and menorrhagia. Event with the events, essure appears to be correctly sited at the cornual region of the uterus with the proximal end ear the endometrial-myometrial junction and the distal end within the interstitial portion of the fallopian tubes. Et - 11.3mm. Normal appearance of both ovaries. The patient was subsequently diagnosed with discoid lupus. Essure was removed on (B)(6) 2019 via laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy. Normal uterus, fallopian tubes, ovaries. Removed uterus and both tubes vaginally. Lot number: a20062 manufacturing date: 2012/06 expiration date:2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: reporter information, medical history, stop date of essure and patient details (date of birth, age group and race) added. Events: lower abdominal and menorrhagia added. Patient initials, reporter causality comment and start date of essure updated. Case upgraded. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.